Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump made grinding noises and sounds like the motor was dying during prime and rewind. Customer stated that the buttons were not responsive. Customer stated blood glucose was normal; it was 160 mg/dl to 200 mg/dl all day. Customer requested for insulin pump replacement. No further information provided.